Event description:
It was reported to philips that the device was not powering on due to a faulty therapy pca. There was no patient involvement.

Event description:
It was reported to philips that the device was not powering on due to a faulty therapy pca. There was no patient involvement.